Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced high blood glucose of 23.8 mmol/l. The customer treated with the insulin pump. Customer did not want to troubleshoot for high blood glucose. The drive support cap appears normal. Customer reported that the insulin pump had pump error and customer was assisted with self test and test did pass. The reservoir will not be returned for analysis